Manufacturer narrative:
(B)(4). The product remains implanted; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed and resulted in moderate paravalvular leak (pvl). A post-implant balloon aortic valvuloplasty (bav) was performed and resolved the pvl. No electrocardiogram (ECG) abnormalities were identified, but following the procedure hypotension and chest pain were observed. Two days following the implant of the valve, a cardiac catheterization was performed and the left main coronary artery (lmca) was noted to be occluded. Intervention was performed with a balloon and a stent was placed. A few hours late the patient expired. The coronary occlusion was determined to be the cause of death. The physician reported that the native valve¿s left coronary leaflet caused the occlusion and that the occlusion was related to the implant procedure. No autopsy was to be performed.